Event description:
It was reported the patient had an implantable neurostimulator (ins) revision done. The patient had a bilateral stn lead placement. The revision was due to a depleted ins. An impedance issue was encountered intraoperatively. The new ins showed normal impedance values for the left side (side 1 at 0-3), but the right side (side 2 at 8-11) showed values >40000 ohms on all contacts except c1. These had low current values of 7-9. The lead configuration was confirmed to be correct. They plugged the right side into the left 0 - 7, as an additional troubleshooting step, and when that impedance test was done everything ran as normal. A second ins was tried and they had the same results. They also were able to test the original ins and only one contact was showing as high impedance, but not a true open at 2000- 5000 ohms. Impedance tests were run at 3.0v. No exact impedance values were known. The decision was made to leave the second ins in and hope the issue resolved with stimulation. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional review indicates the information in MFR report #3007566237-2012-01666 pertains to this manufacturer's report. Additional review also indicates the information regarding high impedances with the 2nd ins pertains to MFR report # 3007566237-2012 -01726. This manufacturer's report only pertains to issues with the 1st ins that was implanted during the revision.

Manufacturer narrative:
Concomitant medical products: product ID 37085. Product type: extension. (B)(4).